Manufacturer narrative:
Patient information is unknown. Additional procode hwc. The device was removed from the patient intraoperatively. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. A review of the device history records showed that there were no issues at the time of manufacturing of this device and it's sub components that would contribute to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The reported devices were used in surgery for a distal radius fracture on (B)(6) 2017. Although a torque limiter (part # unk) was in use, a va lock screw (04.210.116s) passed through a va-lcp plate (04.111.521s) in stopped in the bone. It took 30 more minutes to remove the screw and fragments, and complete the surgery with a replacing plate and a screw. There was no adverse consequence to the patient. This complaint involves two (2) devices. This report is for a plate. (B)(4).

Event description:
Further it was reported that the procedure was completed successfully.

Manufacturer narrative:
A device history record (DHR) review was performed for part number: 04.111.521s, synthes lot number: l362105: release to warehouse date: 13.apr.2017 expiry date: 01.apr.2027, manufacturing site: (B)(4): no non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product investigation was performed. Our investigation has shown that the received plate has slightly mechanical damages on the surface as well as in the threaded holes. However, this complaint will be rated as confirmed due to damages. The manufacturing review does show that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. As indicated in the documents the correct material was used. Unfortunately, we only have limited information in the complaint description and cannot confirm how this happened. We do suppose that the complained issue is not related to the involved plate, but can most likely be attributed to the damaged screw. By this damage at the screw head the screw could have passed through the plate's hole. Because of the damage the complaint relevant dimensions cannot be checked for dimensional accuracy. Based on the investigation results we conclude that the cause of failure is not due to any manufacturing non-conformance's. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.